Event description:
The healthcare professional reported that the 67-year-old male patient presented with a wide-necked aneurysm located at the ophthalmic segment of the left internal carotid artery underwent a stent-assisted endovascular embolization under general anesthesia. When a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6948533) reached the target position, the physician attempted to release the stent, but the stent could not be opened. Several attempts were made but the stent still could not open. A new stent was used to complete the procedure; it was reported that the microcatheter was not replaced. There was no report of any patient adverse event. On 23-aug-2022, additional information was received. The information indicated that the target aneurysm was a wide-necked irregular unruptured aneurysm, the specific size was not provided. There were no vessel nor aneurysm factors (i.e., tortuosity, calcification, vasospasm) that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the event. The temperature indicator label on the inner pouch has been checked and found to be within acceptable criteria. The microcatheter used was a 150cm x 5cm prowler select plus (606s255x / 30727355). There was no damage identified on the microcatheter. There was no resistance during the advancement of the stent. The replacement stent was another 4.5mm x 22mm enterprise® vrd (enc452212). The reported event did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948533. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 19-sep-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the 67-year-old male patient presented with a wide-necked aneurysm located at the ophthalmic segment of the left internal carotid artery underwent a stent-assisted endovascular embolization under general anesthesia. When a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6948533) reached the target position, the physician attempted to release the stent, but the stent could not be opened. Several attempts were made but the stent still could not open. A new stent was used to complete the procedure; it was reported that the microcatheter was not replaced. There was no report of any patient adverse event. On 23-aug-2022, additional information was received. The information indicated that the target aneurysm was a wide-necked irregular unruptured aneurysm, the specific size was not provided. There were no vessel nor aneurysm factors (i.e., tortuosity, calcification, vasospasm) that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the event. The temperature indicator label on the inner pouch has been checked and found to be within acceptable criteria. The microcatheter used was a 150cm x 5cm prowler select plus (606s255x / 30727355). There was no damage identified on the microcatheter. There was no resistance during the advancement of the stent. The replacement stent was another 4.5mm x 22mm enterprise® vrd (enc452212). The reported event did not result in any clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) was received contained in the decontamination pouch. Visual inspection was performed. There was no appearance of damage observed on the device. All the components were received in good condition. Further inspection was performed under a microscope. The delivery wire was inspected along its entire length. No damages were observed. The stent component was observed still inside the introducer. The functional test was performed. A lab sample prowler select plus microcatheter was flushed using a lab sample syringe. After flushing the microcatheter, the 4.5mm x 22mm enterprise® vrd was advanced through the lab sample microcatheter. There was no resistance / friction felt during the functional test. The stent component came out from the distal tip of the microcatheter and deployed correctly. As the functional test was performed without issues, and the stent was deployed correctly, the customer complaint regarding the incomplete expansion could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948533. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.